Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station display froze, they had no control of the system, and new information was not being displayed. No patient injury was reported.

Manufacturer narrative:
The company service representative cleared the fault logs, reset the system, and performed a power cycle. The system resumed normal operation. He was unable to obtain the system error logs. The system was tested to factory specifications. It functioned normally and was returned to use.